Event description:
Inbound. Patient reported remodulin cassette had cadd legacy pump alarm no disposable, stated took out batteries and pump restarted with same cassette. No lot number, patient is also on tyvaso. No further details provided.